Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device location of device :colon"), device breakage ("fracturing of the implant") and perforation ("perforation of organs") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done", device deployment issue "device did not deploy properly" and device difficult to use "was not able to be removed hysteroscopically due to pain". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), post-traumatic stress disorder ("ptsd of ob/gyn room"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), abdominal pain lower ("left lower abdominal pain"), abdominal pain ("central belly button area pain") and incision site pain ("incision area pain"). The patient was treated with surgery (bilateral salpingectomy), surgery (had surgery to remove the essure implant) and surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, perforation, post-traumatic stress disorder, bladder disorder, urinary tract disorder, abdominal pain and incision site pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device breakage, device dislocation, incision site pain, perforation, post-traumatic stress disorder and urinary tract disorder to be related to essure. The reporter commented: patient need for additional surgery. Essure implant date and explant date reported as (B)(6) 2016 and (B)(6) 2016. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr record received: event ptsd of ob/gyn room, bladder problems, urinary problems, device did not deploy properly, device difficult to removed, left lower abdominal pain, belly pain, incisional pain, essure confirmation test not done added.reporters added incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of the implant") and perforation ("perforation of organs") in a female patient who had essure inserted. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, device breakage and perforation outcome was unknown. The reporter considered device breakage, device dislocation and perforation to be related to essure. The reporter commented: patient need for additional surgery. Essure implant date and explant date reported as (B)(6). Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.